Event description:
Procedure type: thoraco/pneumothorax bullectomy. According to the reporter: using the cartridge with neoveil (tube type), the first firing was done. The distal half of the staples were not applied properly and the staple line was opened. It was confirmed the neoveil was cut and the staples were crushed. The surgeon states he felt the handle was stiff but firing was completed without damage to the gear. Using a egia60-3.5 (with no reinforcement material), the unstapled part was excised additionally and the specimen was removed. After that, the procedure was performed manually and operating room time was extended by about 2 hours. Bleeding was less than 200cc.

Manufacturer narrative:
(B)(4).